Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The submitted log files contained events from 23sep2025, per the timestamps. A driveline power fault alarm was observed which lasted approximately 50 minutes. No other notable events or alarms were captured, and the pump appeared to operate at the set speed for the entirety of the log file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) rev. D and the heartmate 3 lvas patient handbook rev. A are currently available. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms, including the driveline power fault allarm, as well as how to respond to each alarm condition. Section 8 of the patient handbook lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room (ER) with a driveline power fault alarm. The alarm was cleared in the ER and did not recur. The driveline was noted to have significant rescue taping from previous patient visits. The modular cable was noted to be old but reasonable intact. Log file review was requested which revealed driveline power faults b on (B)(6) 2025 starting at 10:02:19. The driveline power fault cleared at 10:14:58. It as noted there was no pump interruption due to this event. The modular cable was exchanged, and the alarm did not recur, though it was noted that the alarms had already stopped after the alarm was cleared.